Manufacturer narrative:
Follow-up # 1 date of submission 09/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/11/2016 with the following findings: during investigation, the pump was powered on and revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the "patient was having issues with the pump." No further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified pump issue.